Event description:
I had the honey pot herbal-infused feminine pad on for approximately 5 minutes before feeling an intense burning sensation that lasted for over an hour as I was at work and could not wash off the menthol oil left from the product even though I had immediately removed the pad.